Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that patient experienced line blockage alarms two times during pump use, which were subsequently resolved by changing the infusion set. There was a patient involvement with no harm.